Manufacturer narrative:
Based on the current information provided, the surgeon stated that the cause of the patient¿s intra-operative complication is attributed to anatomical factors and an unspecified 3rd party stapler instrument malfunction. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted left nephrectomy with suprarenal gland removal, the procedure was converted to open surgery due to bleeding. The surgeon indicated that bleeding occurred as a result of an unspecified 3rd party stapler instrument malfunction during stapling of the renal artery. The vessel was lacerated which resulted with bleeding. In addition, the surgeon explained that the patient had a lot of vascular structures and wherever the surgeon tried to dissect, there was a lot of bleeding. As a result of the bleeding, the surgeon was unable to see what they wanted to transect with the 3rd party stapler instrument. The surgeon then elected to convert to an open procedure which was completed without issues. Post-procedurally, the patient was admitted to the ICU. There was no allegation of a da vinci system, instrument, or accessory malfunction. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted left nephrectomy with suprarenal gland removal, the procedure was converted to open surgery due to bleeding. There was no instrument failure nor any issues with the endoscope. The surgeon commented that the patient had a lot of vascular structures and wherever he tried to dissect there was a lot of bleeding. The open procedure proceeded normally. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the bleeding occurred due to an unspecified malfunction of a 3rd party stapler instrument that was used to manually transect the renal artery. A laceration injury occurred as a result, leading to the bleeding. At the time the intra-operative complication occurred, the surgeon was also performing dissection o the "gerota's fascia." The bleeding that occurred was unexpected. The amount of bleeding was 500-600 ml. It was explained that due to the bleeding, the surgeon was unable to clearly identify anatomical structures. As a result, the surgeon elected to convert to open surgery which occurred 50 minutes into the procedure. The patient went into hypovolemic shock and received 2 pints of blood transfusion (amounting to 600 ml of blood). There was no deficiency of the robotic system causing issues with visualization of the structures, no malfunction of the robotic system, and no unexpected movement of any da vinci products causing the injury. The surgeon also stated that the patient had many capillaries and vessels around the gerota's fascia and wherever the surgeon tried to dissect, there was a lot of bleeding. Prior to starting this procedure, the surgeon suggested to the patient to undergo a traditional laparoscopic procedure instead of a robotic procedure due to the disease state (stage 3) and concerns of potentially converting the procedure due to anatomical reasons. The patient was intubated post-procedurally and extubated 24 hours later. The patient was transferred out of the ICU to the regular ward about 2-3 days later.